Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was doing the procedure and he was clipping cystic duct. The scrub preloaded clip on initial firing and handed the device to the surgeon. When the surgeon fired the device the clip scissored. He then tried a second firing and the clip did same thing. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.